Manufacturer narrative:
The pump was not returned to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. There are possible patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Device remains implanted.

Event description:
A report was received that a patient developed leukocytosis, while still hospitalized for a previously reported stroke. The patient was noted to be afebrile without chills or headache. The patient was started empirically on intravenous (IV) ceftriaxone. Blood cultures proved to be positive for streptococcus salivarius. The patient was discharged to hospice on (B)(6) 2015 on indefinite oral amoxicillin as suppressive therapy. The event was reported to have been unresolved. The patient is reported to have expired in hospice care on (B)(6) 2015 (previously reported with the stroke). The primary investigator reported that the event was possibly related to the study device. No further information has been provided.